Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device was removed via an open abdominal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Based on the medical record review, several years post vena cava filter deployment, patient presented with abdominal pain. Retrieval procedure was attempted. Subsequent, computed tomography scan was performed and showed a retroperitoneal fluid collection with what appeared to be erosion from the filter. The decision was made to proceed with an open filter removal procedure. Some hooks of the filter were protruding through the wall of the ivc and the surrounding tissue was dissected to free this area up. A transverse venotomy was made on the anterior wall on the superior portion of the filter. The filter was adherent to the vena cava with a lot of tissue ingrowth pinned to the vena cava, making it somewhat difficult to remove. However, with the aid of wire cutters, the filter was removed in its entirety. Therefore, based on the provided medical records and images, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was deployed for a history of dvt and pe. Several years post vena cava filter deployment, the patient presented to the emergency department with intermittent abdominal pain. A CT scan was performed and showed a retroperitoneal fluid collection with what appeared to be erosion from the filter. The decision was made to proceed with an open filter removal procedure. A right subcostal incision was made and the peritoneum was entered. While performing the kocher maneuver, an area of necrotic tissue was encountered with some murky appearing fluid; however, no gross purulence was noted. The ivc was circumferentially dissected free along the length of the filter that was approximately 6 cm. Some hooks of the filter were protruding through the wall of the ivc and the surrounding tissue was dissected to free this area up. A transverse venotomy was made on the anterior wall on the superior portion of the filter. The filter was adherent to the vena cava with a lot of tissue ingrowth pinned to the vena cava, making it somewhat difficult to remove. However, with the aid of wire cutters, the filter was removed in its entirety. The back wall of the vena cava was repaired using a running 5-0 prolene suture. The decision was made to repair the anterior wall of the vena cava using the great saphenous vein. The right great saphenous vein was dissected free from surrounding tissue and ligated at the saphenofemoral junction. An appropriate sized piece of vein was sewed on to the vena cava and flow was reestablished. General surgery was then brought in to evaluate the duodenum with exploratory laparotomy and an egd. There was no apparent duodenal injury or fistula; however, there was a necrotic area of mesenteric fat lateral to the duodenum. A drain was placed through the lateral right abdominal wall with the tip lying near the duodenum. Vascular surgery then closed the mesenteric defect with a running vicryl suture and placed a tongue of omentum down over the ivc repair and the drain was placed over this. The bowel contents were returned to the peritoneal cavity and all incisions were closed. The patient tolerated the procedure well and was in stable condition at the conclusion of the procedure. Image/photo review: based on the images provided, a filter located in the ivc can be confirmed. Based on the images provided, some upper filter loops were located outside the confines of the ivc wall. Conclusion: the device was not returned. Images were provided. Medical records were provided and reviewed. Several years post filter deployment, a CT scan was performed and showed a retroperitoneal fluid collection with what appeared to be erosion from the filter. During open surgery, the ivc was circumferentially dissected free along the length of the filter that was approximately 6 cm. Some hooks of the filter were protruding through the wall of the ivc and the surrounding tissue was dissected to free this area up. The filter was adherent to the vena cava with a lot of tissue ingrowth pinned to the vena cava, making it somewhat difficult to remove. However, with the aid of wire cutters, the filter was removed in its entirety. Based on the provided medical records and images, the investigation can be confirmed for perforation of the ivc wall by filter limbs. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation of the vena cava wall by the legs of the filter. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The vena cava filter was deployed for history of dvt and pe. Several years post filter deployment, a CT scan performed for abdominal pain demonstrated filter limb perforation with erosion and a retroperitoneal fluid collection. An open surgical procedure was performed, the filter was removed in its entirety and the vena cava was repaired. An evaluation of the duodenum was normal with no injury; however, there was an area of necrotic mesenteric fat lateral to the duodenum that was removed and closed with a running suture. The patient tolerated the procedure well and was stable at the conclusion of the procedure. No additional information surrounding this event was provided in the medical records received.